Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: the agility lot number was later sent and provided. The catalog# is 614481 and the reported lot# is 244449 with the manufacturing date of 06/2012 and expiration date of 4/18/2014. It was reported that before the intervention, the agility guidewire was introduced into the microcatheter and it was observed that the tip of the wire was "loose." It was reported that it occurred prior to the intervention with no harm to the patient. The procedure was completed with same like product. No further information is available. It was indicated that the device would be returned for analysis; however, with further follow-up, it has not been received. Without the return of the device for analysis and based on the limited information pertaining to the handling of the device such as removal technique or re-shaping, no conclusion can be made regarding the damage or the root cause. Therefore, no corrective actions will be taken at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time.

Event description:
Per received report before the intervention, the neuroradiologist introduced the guidewire into the microcatheter, and observed that the tip of the wire was loose.